Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2014. (B)(4) submitted for adverse event which occurred on (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent removal surgery and hernia repair surgery on (B)(6) 2018 during which the surgeon noted deserosalization in areas where the mesh was densely adherent to small bowel. Adhesions involving the bladder and uterus to the descending colon, as well as the anterior abdominal wall, were noted and were sharply dissected. The intraperitoneal meshes that were encountered were explanted in totality and passed off. It was reported that the patient experienced severe pain, dense adhesions, bulging, inflammation, stress and anxiety. Other procedure was captured in a separate file. No additional information was added.

Manufacturer narrative:
Date sent to the FDA: 06/21/2021. Additional b5 narrative: it was reported that the patient experienced recurrent incarcerated incisional hernia, scarring and bulging following surgery.

Manufacturer narrative:
Date sent to the FDA: 2/8/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.